Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indication (eri) after 39 months of implant time. Premature battery depletion is suspected. Device will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.